Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was issue with the flexvision pc. Review of the system log file showed that a flexvision pc was defective. The fse replaced the flexvision pc and hard disk. After replacement of the flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that there was some issue with flexvision display for the allura device. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the flexvision pc was defective. The flexvision pc and hard drives have been replaced and the system was returned to use in good working order.